Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. The native annular dimensions were annulus diameter 23.0, area 399.8, perimeter 72.5, lovt 70.1 (22.2mm). Pre-dilatation was performed with an 18mm numed; the size did not exceed the minimum annulus diameter. There was sufficient calcium to allow anchoring of the device. The delivery system was in neutral position and the guidewire was in a midventricular position. All 3 tabs were confirmed to have successfully released. The implant depth at 80% was 4.5 and 4. The implant depth prior to release was 4.5. After release, the valve popped up and migrated towards the aorta. The valve did not block any arteries and was not snared. A 23mm non-abbott valve was successfully implanted via valve-in-valve. The user alleged that the cause of the migration was "small lvot." No post-dilatation was required. The patient was reported to be in stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.